Manufacturer narrative:
Visual examination confirmed an unknown substance on the catheter body near the 30cm marker. The thermistor read 37.1c when submerged in a 37.2c water bath. As per the vigilance operator¿s manual, the thermistor temperature reading accuracy is +/- 0.3c. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage observed. All through lumens were patent without any leakage or occlusion. A review of the manufacturing records indicated that the product met specifications upon release. The sample was sent to chemistry for further testing. A supplemental report will be submitted once the results are completed.

Event description:
It was reported that the catheter had a ¿surplus piece of plastic¿ on the external surface approximately 28 cm from the distal tip. The catheter was not used, this was noted before use.

Manufacturer narrative:
Chemistry testing found the substance showed similar absorption characteristics when compared to polyisoprene like material.the complaint was confirmed and appears to be related to the manufacturing process. A CAPA was opened to determine the cause of the complaint and implement any necessary actions.